Manufacturer narrative:
The albp, ca2, and crea2 reagents' lot numbers and expiration dates were not provided. The qc was acceptable. The alarm trace showed multiple alarms including abnormal aspiration, sample foam detection, sample clot detection, sample barcode reading error, incubation water short, and calibration error alarms. The field service engineer (fse) visited the customer's site. The investigation determined that the root cause was consistent with a maintenance issue. The fse did decontamination of the flowpath. The service action (decontaminating the flowpath) resolved the issue.

Event description:
We received an allegation about discrepant results for 9 patients' samples tested with albumin (albp) assay and 3 patients' samples tested with calcium (ca2) assay and 1 patient's sample tested with creatinine (crea2) assay on a cobas 8000 cobas c701 analyzer. Albp: sample 1: initial result: 92.7 g/l. Repeat result: 42 g/l. Sample 2: initial result: 279 g/l. 1st repeat result: 53.2 g/l. 2nd repeat result: 48 g/l. Sample 3: initial result: 88.7 g/l. Repeat result: 41 g/l. Sample 4: initial result: 229 g/l. 1st repeat result: 1228.9 g/l. 2nd repeat result: 40 g/l. Sample 5: initial result: 170 g/l. 1st repeat result: 51.7 g/l. 2nd repeat result: 39 g/l. Sample 6: initial result: 246 g/l. Repeat result: 59.2 g/l. 2nd repeat result: 42 g/l. Sample 7: initial result: 96.7 g/l. Repeat result: 42 g/l. Sample 8: initial result: 62.8 g/l. Repeat result: 37 g/l. Sample 9: initial result: 85.9 g/l. Repeat result: 47 g/l. Ca2: sample 1: initial result: 1.047 mmol/l. Repeat result: 2.26 mmol/l. Sample 2: initial result: 1.357 mmol/l. Repeat result: 2.34 mmol/l. Sample 3: initial result: 1.442 mmol/l. Repeat result: 2.34 mmol/l. Crea2: sample 1: initial result: 21 umol/l. Repeat result: 61 umol/l. No questionable results were reported outside the laboratory.